Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off and the reservoir does not stay locked in, the insulin pump was missing the reservoir tube o-ring. However, the operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked case at the display window corners, broken battery tube threads, cracked belt clip slot and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 75 mg/dl. The customer stated that the top of the reservoir ring is broken and the reservoir no longer clips in. The customer stated that on monday night, the reservoir fell and her blood glucose was high. The customer treated herself. The customer will be sent a replacement pump.